Event description:
Unit recently purchased by client is 'locking up' during operation. Client indicated that the unit was in use with a pt when at a certain point in the travel of the carriage the unit would unexpectedly stop. The pt was not injured. Device was removed from service for repair. The biomed reported that the issue was duplicated in the repair shop. The biomed also reported that once the unit would fail the carriage would freely return to the 0 degree position.

Manufacturer narrative:
The facility noted during the post failure inspection of the unit that the knee potentiometer appeared to have a hairline crack in the component casing. Certified technical service was dispatched to the client site. The knee potentiometer was replaced. The unit was recalibrated and tested. The unit operated in accordance with product specifications. The client did not return the defective part to the MFR for component evaluation. This issue is typical to unit mishandling.